Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding ECG trigger / signal - difficult to obtain / malfunction. There was patient involvement and no harm reported.

Event description:
N/a.

Manufacturer narrative:
Corrected field is h6 component. Updated fields are b4, g3, g6, h2, h11. Heather called about an issue she was having in the or with a patient crashing several times. Patient had cabg3 and having difficulty coming off bypass. She stated she was now in her car and driving home and that she reached out to lenny and called the 800 number but pressed the wrong prompts initially and left a voicemail for tech support. She realized that she didnot press the 1 patient on device and is calling back now. Esp personal and heather reviewed the information together and it seems like her main concern is that the pump was switching from ECG to pressure trigger. Esp personal reviewed why the pump would do that especially in a patient that was crashing or if the ECG r waves werenot coinciding with a rise in systole on the ap. CPR would also lead to inconsistency. Esp personal and heather also discussed possible loss of conduction or poor conduction from the leads. Heather gave allot of information but was unsure of many questions that arose during our conversation. Heather stated that her colleagues at the hospital are still dealing with the issue to her knowledge. Esp personal asked her to give them esp direct phone number so that esp personal can assist them with troubleshooting. She agreed, thanked esp personal for the information shared and the call ends. No return phone call is received by esp personal the remainder of the evening.